Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The device was evaluated and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 5 of 5 for the same event. It was reported that during an otolaryngology surgical procedure it was observed that the handpiece had become hot when used with a short attachment device. It was reported that an identical spare handpiece device was used with two identical spare short attachment devices. However it was reported that there was problems with these devices device also. It was reported that the handpiece device was grinding and seemed like the bearings were not lining up, and the drill bit was not seated correctly in the drill. It was not reported if there was a delay in the procedure due to the event. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.